Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a meniscal repair procedure, the anchor did not deploy properly and caused the device to misfire. Another device was used to complete the procedure without delay.

Manufacturer narrative:
This report is being amended to reflect corrected and additional information not previously available. Root cause could not be determined.